Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the pt started to have pain in (B)(6) 2011. She had two mris that showed accumulation of fluid in the hip joint. Her chromium or cobalt level (pt not sure which one) is 6.3. The tp also noted that her doctor is considering a revision surgery.